Event description:
Prior to the implant procedure, the device was unable to be interrogated. A new device was used in the procedure. No patient was involved.

Manufacturer narrative:
The device was received with no telemetry and no output. Telemetry and output was only re-established after power cycling the device which is consistent with a hardware latch-up issue. Further testing after power cycling the device battery could not recreate the telemetry issues. The field complaint of no telemetry was confirmed.